Manufacturer narrative:
Procedure ran as expected without complications. A field service engineer was dispatched and inspected the pcs2 machine. No issues found. Unit meets manufacturer specifications. Waiting for toxicology results on autopsy report, however, preliminary results of autopsy is 5f-mdmb-pica a synthetic cannabinoid.

Event description:
On january 31, 2020, haemonetics was informed by the customer that a patient fatality which happened at (B)(6) USA in (B)(6). Facility was informed on 1/13/2020 that the donor had died on (B)(6) 2020 two days after donating.